Event description:
Scheduled revision referenced in the initial report was completed (B)(6) 2019 without issues resolving the initial complaint.

Event description:
Planned revision surgery for stimulation lead which is too superficial to the surface of the skin. The physician would like to remove the lead and re-tunnel it deeper.